Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer initially reported complaint for error message (e-2). Pharmacy technician is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced test result of hi using true metrix air meter. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification (just purchased day of call). The test strip lot manufacturer¿s expiration date is 08/31/2025 and open vial date is 02/20/2024. The meter memory was not reviewed for previous test result history.